Event description:
It was reported by repair work order that there were intermittent functions from the patient left siderail with periodic phantom motion due to the siderail cable having a short. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the bed functioned intermittently and had phantom motion due to a malfunctioning cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the bed functioned intermittently and had phantom motion due to a malfunctioning cpu board. Follow-up submitted as further investigation determined there were intermittent functions from the patient left siderail with periodic phantom motion due to the siderail cable having a short.